Event description:
Caller alleged discrepant results compared with the lab. Results as follows; date: (B)(6)2009, inratio: 3.1, lab: 2.5. Date: (B)(6)2009, inratio: 1.9, lab: 3.3.

Manufacturer narrative:
Investigation pending.